Event description:
This case was reported by a consumer described the occurrence of a broken molar while using aquafresh flex toothbrush. A physician or other heath care professional has not verified this report. The customer reported that they have been using the "flex toothbrush" for as long as they can remember but while using aquafresh flex toothbrush, the flexing part of the toothbrush broke. The consumer further reported that a piece of a broken part of the toothbrush went in their tooth and broke one of their molars. The consumer reported that they had difficulty speaking because of the pain. The time of this contact no additional info was available. This case has been assessed as medically serious by the glaxosmithkline safety physician.